Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed that the reported event was caused by humidity inside the device. There is possibility that the humidity inside the device were caused by the cut and perforation of the camera cable by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus europa (B)(4) for evaluation. The evaluation of the device confirmed the following: cut and perforation of the camera cable were noted. Therefore, the device was not waterproof. Defect of the video connector was noted. Charge coupled device (ccd) unit was corroded and damaged by humidity. (B)(4) assumed that the reported event was caused by the exterior damage and humidity inside the device. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image became black, and was not displayed. There was no report of patient injury associated with this event.